Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported the patient was having a magnetic resonance imaging (MRI) performed due to pain they were still having in their lower back. Additional information received from the physician reported the results of the MRI from (B)(6) 2015 were scarring suspected at l2-3 level and it showed the fusion at l2-s1. The MRI was performed without contrast and there were considerable artifact susceptibility changes throughout. A two-view spinal x-ray from (B)(6) 2015 showed the stimulator at t9. There was also a CT performed on (B)(6) 2015 that noted a stable fusion at l2-s1 anterior and posterior. The patient was in the care of neuro surgery for possible neuro surgical options. The neurosurgeon was to operate on the back; remove hardware, remove stimulator, possibly replace stimulator and any further neurosurgical interventions. Relevant medical history includes non-malignant pain. The outcome was unknown as of the date of this report. If additional information is received, a follow-up report will be sent.